Event description:
It was reported that rv lead dislodgement was observed. During lead repositioning procedure, the lead helix could not be fully retracted. The physician rotated the lead counterclockwise to free the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.